Manufacturer narrative:
An event of prematurely detachment of the occluder from delivery cable was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the received information, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer amulet delivery sheath. During device preparation, the flush adaptor on the delivery sheath was unable to connect to the hemostasis valve and the connection threads were found stripped. It was reported there was no issue noticed prior to use. An attempt was made to use a different stopcock but was unsuccessful. Eventually the flush adaptor was replaced. During deployment, the 22mm amulet occluder prematurely detached from the delivery cable in the left atrial appendage. A decision was made to retrieve the device via transcatheter snare. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.